Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had a communications error. The ventilator was not on a patient at the time of the event. The service engineer flashed software onto the customer's purchased breath delivery board. Covidien was not authorized to service the device.